Manufacturer narrative:
The referenced history of gi bleeding is reported under medwatch MFR report # 2916596-2018-03269. The device has been returned for investigation. The evaluation is not yet complete. Approximate age of device - 2 years and 7 months. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's routine laboratory tests taken on (B)(6) 2018 showed the lactate dehydrogenase (ldh) had spiked to 1079 u/l (was 390 u/l the week prior). On (B)(6) 2018, the patient experienced expressive aphasia and garbled speech and was instructed to go to the local emergency department (ed) immediately. During the admission on (B)(6) 2018, the aphasic symptoms had resolved spontaneously. Repeat labs on admission showed an ldh value of 704 u/l. The patient's inr was at 1.7 (inr goal was 2-2.5 due to a history of gastrointestinal bleeding). A CT angio of the head and chest and a transthoracic echocardiogram (tte) were taken. The CT scans did not show evidence of acute stroke and the CT of the chest did not show evidence of a pump thrombus. The tte did not show any acute changes/thrombus either. Treatment with a heparin drip was initiated. On (B)(6) 2018, ldh came down to 575 u/l but remained elevated despite being on the heparin drip. The patient had serial thromboelastography (tegs) drawn as well. Ultimately, the clinicians decided that a pump exchange would be performed due to the expressive aphasia and transient ischemic attack (tia) symptoms in the setting of a continuing to rise in ldh level. On (B)(6) 2018, the patient was taken to operating room for a pump exchange. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the driveline cut approximately 5 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended amount of time while it was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated lactate dehydrogenase (ldh). A correlation between the deposition and the suspected tia cannot be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis, thrombus, and stroke are listed in the heartmate ii ( instructions for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.